Event description:
It was further reported that the patient's batteries were not lasting as long as expected. The batteries remain in use.

Manufacturer narrative:
Date MFR received for the initial report is 2017-06-02. Product event summary: the battery (B)(4) was returned for evaluation. The batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery (B)(6) in relation to the reported event. Failure analysis of the returned (B)(4) revealed that the device passed visual examination. During functional testing, the battery charger¿s status light flashed red when connected to the battery. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. As a result, the reported not charging was confirmed. Additionally, log file analysis revealed that all batteries discharged as expected when in use. As a result, the reported "power consumption issue" event was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. Events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. The most likely root cause of the reported not charging can be attributed to a faulty integrated circuit that controls the battery. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery/ (B)(6) / model #: 1650/ catalog #: 1650/ expiration date: 2017-03-31 UDI #: (B)(4) d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery/ (B)(6) / model #: 1650/ catalog #: 1650/ expiration date: 2017-03-31 UDI #: (B)(4) d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery/ (B)(6) / model #: 1650/ catalog #: 1650/ expiration date: 2017-03-31 UDI #: (B)(4) d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery/ (B)(6) / model #: 1650/ catalog #: 1650/ expiration date: 2017-03-31 UDI #: (B)(4) d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery/ (B)(6) / model #: 1650/ catalog #: 1650/ expiration date: 2017-03-31 UDI #: (B)(4) d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery would not charge nor hold a charge.  Troubleshooting was performed and it was discovered that the battery would not charge when placed on the charger in any of the slots.  The battery was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported event of the returned battery was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing as it caused the battery charger's status light to flash red when connected to a battery charger. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.